Manufacturer narrative:
The investigation determined that imprecise and lower than expected phyt quality control results were obtained from the vitros 5,1 fs chemistry system. Evaluation of the system demonstrated unacceptable phyt precision. An ocd field engineer replaced the immunorate wash pump to return the instrument to expected operation. Following this service activity, acceptable phyt performance was observed. The root cause of this event is instrument related.

Event description:
A customer observed imprecise and lower than expected vitros phyt quality control results while using the vitros 5,1 fs chemistry system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. Patient samples were not tested during the interval that the imprecise quality control results were obtained. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4)